Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the threads of both the battery compartment and cap were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/05/2015 with the following findings: several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was observed to be cracked in the thread area. The returned battery cap was found to be damaged/stripped. The returned battery cap was unable to secure to the suspect pump case or a test pump case per the instructions for use (IFU) due to the aforementioned battery compartment and cap damage. The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The battery cap contact height and width measurements were found to be outside of the specifications. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.